Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae as of 08/18/2015. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that despite the previous mesh revision more mesh was found to be exposed on (B)(6) 2015. The patient will be scheduled for further mesh revision and the event was considered not recovered/not resolving (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional info.

Event description:
Additional information received indicated that the patient was "operated on and the exposed mesh was trimmed". It was also reported that the patient was discharged the same day. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced moderate mesh exposure in the vagina. Topical medication was administered on (B)(6) 2015. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the topical medication "did not help." It was also reported that the patient is scheduled "for a mesh repair". The event is considered not recovered/not resolved (continuing) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.